Event description:
Manufacturer reference number:(B)(4). Manufacturer reference number:(B)(4). It was reported that the patient¿s ipg became unable to communicate with external devices and the patient's leads were completely fractured. As a result, surgical intervention was undertaken on (B)(6) 2024. Where the ipg and leads were replaced to address the issue. Effective therapy restored post op.

Manufacturer narrative:
The date of event is estimated. Further information requested, not yet received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.